Event description:
Boston scientific received information that a logfile review identified an error that had not been previously logged. The error occurred in late (B)(6), 2012. No adverse pt effects were reported. The device remains implanted and no further actions required,

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.